Manufacturer narrative:
Age at time of event: (B)(6) or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 32x3.50mm promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion despite several attempts were made. When the device was removed from the patient, it was noted that the edge of the stent was lifted. The procedure was completed with a 32x3.50mm non-bsc stent. No patient complications were reported and the patient's status was good.